Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd discardit¿ ii syringe difficulty when aspirating drugs leakage occurs at the plunger. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: we have been provided with the affected samples. A leakage through the plunger rod was observed in this provided samples. After that we could determinated a damaged in the plunger rod by the evaluation of the plunger with magnification. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2023 (B)(6) 2017). Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #7234166 (august 23 - 28th, 2017) and lot #7244145 (B)(6) 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7244050, #7237224, #7234192, and #7211166 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7244051, #7237228, #7234196, #7211170, and #7198289 and no problems, defects or qn related to the reported issue were found. We conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This damaged was produced in the assembly machine due to an unexpected misalignment of the plunger assembly station.